Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. Upon inspection, no indication or damage or misuse was reported. The technician was unable to duplicate the reported issue as the unit passed pre-use testing and calibrations. The technician reported no failure detected and the unit passed on all testing segments.

Manufacturer narrative:
(B)(4).   Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative went onsite to evaluate the suspect device. The field service rep reported determined the most likely cause of the reported issue is the gde (gas delivery engine) assembly. The field service rep replaced the gde and then performed the operational verification procedure, extended self test, and performance check, all passed. The field service rep reported the unit is operational and meets original equipment manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the unit displays low fio2 (low fraction of inspired oxygen). The customer reported the unit passes the o2 (oxygen) calibration tests, but the issue was not resolved. As this occurred during pre-use, there is no patient involvement.